Event description:
It was reported to boston scientific corporation that an expect¿ slimline (sl) was opened to be used on a procedure performed on (B)(6) 2014. According to the complainant, during unpacking, a foreign metallic piece was seen inside the sterile pouch thus the device was never used on the procedure. Additionally, there were no reported issues with the device and packaging prior to unpacking. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an expect¿ slimline (sl) was opened to be used on a procedure performed on (B)(6), 2014. According to the complainant, during unpacking, a foreign metallic piece was seen inside the sterile pouch thus the device was never used on the procedure. Additionally, there were no reported issues with the device and packaging prior to unpacking. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The condition of the returned device showed no evidence of the alleged issue or any defect which could have contributed to the reported event of ¿foreign matter. The complaint was not confirmed; the reported metal piece was not found in the pouch. The available information fails to indicate a definite or probable root cause for this event. There is an investigation in place to address this issue. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch.